Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was replaced and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system would not display an image and a "strange" noise was made by the tube. No patient injury was reported.